Manufacturer narrative:
An error message displaying ¿cannot connect to generator, generator is not responding¿ when patient was trying to connect to the ipg was reported to abbott. The system was recovered through abbott intervention. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Next course of action is undetermined at this time.